Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During the processing of this incident attempts were made to obtain complete event and patient information.

Event description:
Related manufacturer reference number: 1627487-2020-04647. It was reported the patient underwent surgical intervention, wherein both leads were explanted due to lead migration. No further information is known.